Event description:
Event description guidant received information that this right ventricular lead was exhibiting elevated thresholds and intermittent capture. Therefore, the lead was removed from service and successfully replaced. During this revision procedure, the decision was made to explant this patient's pacemaker as it is included withing a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. A new device was implanted without further incident.